Manufacturer narrative:
Ihealth labs qa has determined that the ihealth covid-19 antigen rapid test is authentic as it was purchased from amazon. The user conducted tests on june 23 and june 25, and the results were negative; 7.2 pcr testing was conducted and the result was positive; after the completion of the pcr test, the ihealth covid-19 antigen rapid test was used again for detection, and the result was negative; the user did not specify a specific date for retesting. The incubation period of novel coronavirus is usually 1-14 days, and the onset of the disease within 3-7 days is a peak period, which means that most patients will have symptoms within this period. The manufacturer retested the lot (241co20115) samples at 2024-06-16 and no false negative were detected. Therefore, it cannot be ruled out that users may have conducted tests in the early and late stages of symptoms, with low virus loads, resulting in inaccurate test results.

Event description:
Event details: we purchased a 5 pack of your covid test. My wife started feeling poorly june 23, with a temperature. She took a covid test and it came out negative. Two days later, we tried again and it was negative. Still feeling poorly a week later, we went to urgent care and they suggested we test her, even though both earlier tests came back negative. Their test was positive. We were shocked and as soon as we got back from urgent care, we decided to try the test again to see if it's working properly. It again came back negative, so clearly the package we received is faulty.